Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to other/non-product experience. Attempts to obtain additional information were unsuccessful. Reasonable evidence suggests this lead was explanted due to a product issue, as it was implanted and in service for less than a month. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). The lead passed electrical and stylet insertion testing. Visual inspection revealed no abnormalities. Laboratory analysis confirmed no evidence of device defect, malfunction, or abnormal damage regarding this lead. No product issues were found.

Event description:
It was reported that this right atrial lead was surgically explanted due to other/non-product experience. Attempts to obtain additional information were unsuccessful. Reasonable evidence suggests this lead was explanted due to a product issue, as it was implanted and in service for less than a month. This lead was returned. No additional adverse patient effects were reported.